Event description:
The caller reported that the patient is having issues inserting inner cannulas into the reported outer cannula. The caller cannot confirm if the issue is the tube. Covidien has arranged for replacement order of inner cannulas. The caller stated following routine replacement of the outer cannula, the tube may be returned for analysis.

Manufacturer narrative:
The sample may become available for analysis at a later date.